Event description:
During an atrial fibrillation procedure, after inserting the swartz sheath into the left atrium and advancing the advisor hd grid catheter into the left atrium, blood leakage was observed from the hemostatic valve of the swartz sheath. The swartz sheath was replaced, and the procedure was completed with no adverse consequences to the patient.